Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A search was performed to obtain the lot numbers for all fresenius liberty cycler sets shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. One lot was found to have been delivered in this time period, and the entire lot has been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. The patient contact stated they did not know what the cause was. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was hospitalized on (B)(6) 2021 due to a peritonitis infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 during this hospitalization and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. The patient¿s information was transferred to an in-center hd clinic and the pd outpatient clinic did not receive any further information concerning the patient¿s peritonitis infection and the associated hospitalization. Multiple attempts were made to the patient, patient contact, and in-center hd clinic to acquire further details concerning the patient¿s peritonitis, hospitalization and their disposition following these events; however, no additional information was obtained. As a result, required information including patient specific data, laboratory results, hospital course, source of this infection, medical intervention required, and current modality of renal replacement therapy remain unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and liberty cycler set, and the adverse events of peritonitis; however, it is well established pd patients are at high risk for infections of the peritoneum. In the absence of a confirmed root cause of this infection, the source of the patient¿s peritonitis cannot be determined. Therefore, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor of this patient¿s adverse event. Based on the available information, there was no specific allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported to fresenius customer service that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. The patient contact stated they did not know what the cause was. Upon follow up with the patient¿s pd registered nurse, it was reported the patient was hospitalized on (B)(6) 2021 due to a peritonitis infection. The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 during this hospitalization and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. The patient¿s information was transferred to an in-center hd clinic and the pd outpatient clinic did not receive any further information concerning the patient¿s peritonitis infection and the associated hospitalization. Multiple attempts were made to the patient, patient contact, and in-center hd clinic to acquire further details concerning the patient¿s peritonitis, hospitalization and their disposition following these events; however, no additional information was obtained. As a result, required information including patient specific data, laboratory results, hospital course, source of this infection, medical intervention required, and current modality of renal replacement therapy remain unknown.